Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iop increase is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# (B)(4). Please reference report 2032546-2025-00007 for the case of iop increase associated with the left eye (os).

Event description:
It was reported that following bilateral cataract plus trabecular microbypass stent system procedures (ou), the patient presented with postoperative intraocular pressure (iop) increase, which was treated with medication. Per report, the surgeon was seeking counsel with a medical expert to discuss the patient's condition. Through follow-up, the surgeon consulted with a medical expert who reported discussing the patient's current and pre-existing medical condition, including prior selective laser trabeculoplasty (slt) which had a minimal effect. Per report, the patient likely has diffuse outflow disease including the collector channels, and would likely not show a significant effect with conventional minimally invasive glaucoma surgery (migs). Additional information has been requested. This report references the case of iop increase in the right eye (od).

Event description:
Through follow-up, the following additional information was received. Reportedly, the surgeon believes the adverse event was not related to the product, and that the patient had a moderate pressure increase that was steroid related. This report references the report of iop increase in the right eye (od).

Manufacturer narrative:
Additional information: b5, g2, g3. Of note: the additional information received through follow-up was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4). Please reference report 2032546-2025-00007 for the report of iop increase associated with the left eye (os).